Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt was not a good surgical candidate with a short aortic neck and a 7 cm aneurysm. It was reported that the stent graft was implanted with low expectation; however, the outcome of the procedure was good and there was a late type 1 endoleak. A reliant balloon was used in an attempt to resolve the endoleak. The endoleak persisted and the physician's opinion was that it would seal after the heparin wears off. The pt was discharged home 3 days after the procedure. No additional clinical sequeale were reported.